Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. The customer's sugar level was high all day, was vomiting and had stomach ache. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when clamp arrives. A replacement pump was requested.